Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis and high blood glucose readings between 850 mg/dl to 900 mg/dl. Customer reported symptoms of chest pain and not feeling well prior to the hospitalization. Customer checked their blood glucose readings at night and were in the 600 mg/dl range. Customer took a correction of 12 units and when they woke up their blood glucose readings were nearly 900 mg/dl. Customer was treated with IV insulin drips at the hospital. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.